Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis showed that the platelet product could not be labeled as leukoreduced and verification messages were shown at the end of run summary screens for the following reasons: rbc spillover detected and platelet contamination detected. Review of the run data file showed that platelets were not exiting the lrs chamber as expected and that the steady state of the lrs chamber was interrupted. It is possible, though not conclusive, an air block, plasma line occlusion, kinked or occluded platelet bag line, loading error, or tubing set manufacturing defect may have contributed to the interruption of the steady state of the lrs chamber. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, it was confirmed that the device flagged based on the rdf analysis provided. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. No patient (donor) was connected at the time of the event, therefore, no patient information is known. Wbc count is unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.